Event description:
It was reported to philips that the system displayed a tube rotor error and was unable to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing vascular diagnosis procedure was performed when the issue happened. The procedure was delayed and completed by moving the patient to another room. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found that rotor control (roco) unit was defective. To resolve the issue, fse replaced the roco and return for part analysis and it showed that the roco unit was electrically defective. After replacing the roco, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.